Event description:
The following was reported: right total hip arthroplasty acetabular component loosening. Leg length discrepancy, pain, and mobility limitations. Primary tha in 1994. Revision tha in 2022 for poly wear, now complicated by acetabular component loosening. Plan to revise acetabular component. Possibly femoral component if required for hip stability. Requesting custom triflange acetabular component - please include 3 ischial screws and 1 pubic ramus screw. Screw trajectories for posterior approach. Proposed date of surgery (B)(6) 2025.